Event description:
By phone with sales rep on 13-sep-2006: during the proximal anastomosis part of the procedure for a left leg tibial bypass, while cutting the graft to size and tunneling the graft, it tore. The physician removed the torn section and anastomosed another similar graft to the first graft to complete the length needed. The graft that had torn developed a thrombus after the anastomosis. The graft was thrombectomized. The graft was left in. The procedure was completed successfully. The patient's post-operative condition was reported as ok.

Manufacturer narrative:
No sample available to be returned for evaluation. Following investigation, our conclusion as to the most probable cause of the event is that the root cause is unknown. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch.